Manufacturer narrative:
(B)(4).

Event description:
During a patient use event, the user is reporting that the device may have shut down during use. Patient outcome is unknown.

Event description:
During a patient use event, the user is reporting that the device may have shut down during use. Patient outcome is unknown.